Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by his doctor for high blood glucose levels of 336 mg/dl. The customer stated that his insulin pump had a blank display and would not turn on. The customer then stated that his blood glucose levels were high because he did not know how much insulin to take. It was advised that the customer see his doctor and the customer stated that he was doing so at the time. The customer also stated that a battery change and a battery rest did not resolve the issue. Nothing further was reported.